Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, found that the ceramic abutment had fractured. Walls where cut down too thin (should maintain three walls of the abutment with at least .5mm of wall thickness), therefore the abutment fractured.

Event description:
The doctor indicated that the zi-real abutment had fractured while in the patient's mouth. It was also reported that the patient did not suffer an injury or infection.